Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Product ID: 8870, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1000 mcg/ml at 110 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was an incorrect dose programming issue. The physician had incorrectly inputted the dose/concentration for a pump patient, which was discovered by a clinical specialist. A new physician taking over the patient's care wanted the dose and concentration to be inputted properly. The indicated concentration when interrogating the device was 200 mcg/ml. When calculating the concentration of baclofen, it was 1000 mcg/ml. The representative indicated they had a look at the files from last year; the concentration was 200 mcg/ml, however, the physician's notes say they used 2 10 mg/5 ml baclofen and 1 90 mg/10ml saline, which was the same mixture they used at this refill. The physician was confident they hadn't changed the way they refilled, including dose and concentration, in a long time, and decided to leave it as it was. The physician would keep an eye on the patient to make sure they were not overdosing. It was indicated the pump was technically administering 1000 mcg/ml instead of 200 mcg/ml, so 5 times the dose. The physician made the "conclusion that the dose was 22mcg/day, which is not much, hence was confident that the concentration is 1000mcg and not 200mcg." The new physician did the proper calculations and was sure the patient was actually receiving 110 mcg/day, not 22 mcg/day. There were no reported symptoms or patient complications. A pump printout from an interrogation on (B)(6) 2018 was provided. The displayed concentration was 200.0 mcg/ml and the dose was 21.99 mcg/day. Additional information was received. The date or timeframe of when the concentration and dose were first incorrectly programmed were not known. The physician planned to do a concentration update at the patient's next refill appointment sometime in 2021.